Event description:
On (B)(6) 2009, pt reported he had a blood glucose over 300 mg/dl today. Pt stated he changed the infusion tubing and attempted to prime the infusion set, but he did not see insulin drip from the infusion tubing. Pt reported he then disconnected the new infusion tubing from the insulin cartridge and there was still no insulin dripping from the insulin cartridge. Verified that no error messages are displayed. Verified that pt does not reuse the cartridge. Pt stated he does not know the last time he changed the infusion adapter and did not know it had to be changed every 10th insulin cartridge change. Had pt change the infusion adapter and then complete the cartridge function. Advised pt to reconnect the infusion tubing that he was using and then prime the infusion set. Pt reported he was able to see insulin drip from the end of the infusion tubing. Pt reported he was able to see insulin drip from the end of the infusion tubing. Pt stated he was able to reconnect to his infusion site, give himself 10 units of insulin to bring down his blood glucose, and then put the infusion device back in the run mode to deliver his basal rate. Pt reported he changes infusion sites every 3-5 days and infusion tubing every 6 days. Advised pt the infusion site should be changed every 3 days. Advised infusion adapter needs to be changed every 10th cartridge change. Pt reported he gave himself 15 units of insulin after resolving blockage issue and also tested his blood glucose with a result of 316 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. On f/u call on (B)(6) 2009, pt reported his blood glucose has returned to normal. No product return was required.

Manufacturer narrative:
No product will be returned for eval.